Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative reported via e-mail that the customer experienced high blood glucose. The representative reported that the customer was not connected properly with the insulin pump. The customer's blood glucose was over 400 mg/dl at the time of incident. The representative stated that the customer declined helpline assistance. The insulin pump will not be returned for analysis.